Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump quick bolus and wake button was not functioning as expected. There was no reported adverse impact to the customer. The customer declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.